Manufacturer narrative:
Olympus keymed have requested that the product is returned for further investigation. The fault condition is yet to be confirmed pending formal investigation from olympus keymed, at which point a follow-up report will be provided detailing any new information received. No report of injury to patient or user.

Event description:
Event reported to olympus keymed: wm-wp1 workstation, castor broke off. No report of injury to patient or user.

Manufacturer narrative:
Olympus keymed investigation completed. It is alleged that the workstation received a significant lateral impact outside of normal use. The okm investigator found that the central castor element was distorted and the inner bearing race was smashed. It has not been determined how the event occurred. Conclusion of the investigation was user misuse. This will be the final follow up report, however if any new information is provided the complaint will be re-opened and investigated further.